Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2005 and mesh were implanted into the patient. It is reported that the patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted due to vaginal vault prolapsed, pelvic relaxation, urodynamic stress incontinence and fecal incontinence. It was reported that following insertion the patient experienced pain, erosion, infection, urinary/bowel problems, bleeding, dyspareunia, neuromuscular problems and vaginal scarring. It was reported that patient underwent a diagnostic cystoscopy with chronic cystitis, left mesh anterior arm release and sling removal on the left side and right distal vaginal sulcus mesh release at the ischial spine on (B)(6) 2012. It was further reported that reason for explant was chronic pelvic pain post mesh, intermittent urinary incontinence retention post suburethral sling, chronic cystitis greater than 5 infections in a year since 2005, utis, severe dyspareunia, levator ani syndrome and sui and urge related. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2005, and a mesh was implanted. It was reported that the patient underwent a bilateral s3 test stimulation with placement of quadripolar lead at right s3, fluoroscopic guidance and programming of generator on (B)(6) 2008, due to severe sensory urgency frequency, pelvic floor muscle spasm and pain contributing to voiding dysfunction. It was reported that the patient underwent placement of internal pulse generator and programming of generator on (B)(6) 2008, due to severe sensory urgency and frequency with voiding dysfunction, status post successful stage I interstim. It was reported that the patient underwent a transurethral injection with coaptite on (B)(6) 2006. It was reported that patient underwent a removal of internal pulse generator and quadripolar lead on (B)(6) 2009, due to infected internal pulse generator, right upper buttock pocket. No additional information was provided.